Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed events and driveline faults can be confirmed based on the evaluation of the submitted log files. Throughout the captured data in the submitted log files, intermittent low speed events and driveline faults were captured while the patient was supported by the power module. Power elevations were also captured during the low speed operations. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed events and driveline faults cannot be conclusively determined through this evaluation as no product was returned. The submitted x-ray images of the patient¿s driveline were unremarkable. The account reported driveline fault alarms and speed drops. The patient was placed on an orange non-grounded patient cable, which resolved the low speed operations. A controller exchange was performed without incident, which temporarily resolved the driveline fault alarms. Thrombus was not a concern, and the patient was at home on orange cable post controller exchange. They were a stable outpatient and no symptoms were noted. No diagnostics were taken. The patient remains ongoing on heartmate ii lvas, (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22may2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was now at home on an ungrounded cable. Thrombus was not a concern as of (B)(6) 2021, there were no changes to patient anticoagulation status, and no diagnostic testing done. The patient was stable in an outpatient setting and no symptoms were noted. The patient was on an orange cable at home and did not have additional audible alarms, nor any other alarms noted on my interrogation. Log file analysis did not capture any additional speed drops lower than the low speed limit or pump stops. The no ground patient cable appeared to be functioning as intended. The file continued to capture the known driveline fault events intermittently. It was noted that there maybe a fractured conductor in one of the phases. The x-ray images were unremarkable.

Event description:
Reference manufacturer report number: 2916596-2021-01324. It was reported that the vad coordinator called the heartline to report that the patient had been brought to the emergency department (ed) with controller fault and driveline fault alarms. The patient's set speed was 9600rpm, and had speed drops to 3500rpm on interrogation. The patient had 2 green arrows illuminated on the controller, although they were dim. Of note, the patient has an over sewn aortic valve. The vad coordinator placed the patient on an ungrounded cable. Log files and x-rays were sent in for review. An urgent log file analysis was requested for the patient, whose controller was alarming for low speed advisories, driveline faults, and controller faults. The pump was normal sounding upon auscultation. Technical services (ts) reviewed the log file and observed 52 low speed advisories beginning at 5:02am on (B)(6) 2021. The speed drops were as low as 3550rpm. Ts explained that this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad was connected to the power module/mpu. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. The x-rays that were provided were unremarkable. Ts also explained that it was possible that something other than blood may have traveled through the pump at the time of the events, as evidenced by the power increase occurring around the same time as the speed drops. The log file also began to pick up driveline fault alarms beginning at 5:06am on (B)(6) 2021. Ts explained that, based on the information provided, it sounded like the controller went into backup mode as a result of the short which likely caused the driveline faults and a few backup battery faults. Ts recommended that the patient remain on the same controller. The vad coordinator reportedly performed a controller exchange without incident. Another log file review was requested. The patient was still connected to an ungrounded cable and the vad coordinator noted that there had not been any additional driveline fault alarms. Ts reviewed the new log file and confirmed that there were no further driveline fault alarms.